Manufacturer narrative:
Based on the event as reported the user failed to cut the inflation tube prior to removing the inflation assembly from the abdomen as prescribed in the instructions-for-use. The most likely cause of the detachment of the yellow anchor is related to forces applied during use due to the inflation tube not having been cut, leaving the yellow anchor present on the tube while being pulled through the abdomen. Cutting the inflation tube close to the skin (as prescribed in the IFU) ensures that the portion of the inflation tube containing the yellow anchor is removed prior to pulling it out through the abdomen. Additionally, closing the defect prior to mesh placement can add additional strain on the inflation tube while pulling it through the abdomen. This complaint is confirmed with a use related root cause. Regarding the removal of the echo ps (balloon assembly) from the abdomen, the instructions-for-use state, to deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps¿ positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system by pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and trocar simultaneously. Discarded.

Event description:
It was reported that during a case on (B)(6) 2019 the surgeon was performing a roboitcumbilical hernia repair with a ventralight st w/ echo ps. As reported a 12mm trocar was used and the defect was closed prior to hoisting the implant through the abdomen. The inflation tube was not cut at the level of skin prior to removal and the yellow anchor was noted to be missing "after the inflation tubing broke and repulling the inflation tube out." It is reported, the patient did not have any excessive fat or scar tissue in the area of which the tubing was being removed. Tthe surgeon went back and performed an exploration of the abdominal incision to retrieve the yellow anchor/tubing. It is alleged there was no patient harm.